Event description:
The pk papyrus covered stent system was used for treatment of a type ii perforation (<1 mm) in the lad. During stent placement it was noticed that the stent has been displaced. It was decided to remove everything, but as the stent system was pulled out it was noticed that the stent has been dislodged and stayed in the patients body. The bleeding was stopped with low pressure balloon inflation.

Manufacturer narrative:
The affected pk papyrus stent system was returned to biotronik and was subjected to a technical investigation. Images of the case such as angiographies could not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) was sufficient to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The technical investigation revealed that the balloon has clearly been inflated and was returned in a partly deflated state. Microscopic inspection revealed stent imprints on the balloon surface, indicating that the stent was initially crimped centered in between the two radiopaque markers on the balloon. The stent was not returned for analysis as reported. Based on the provided documentation, technical investigation and the conducted review no manufacturing related root cause could be identified. It should be noted that the IFU advises the user not to reinsert the stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.